Event description:
Additional information received states that the reason for undergoing tha (total hip arthroplasty) was due to avascular necrosis of the femoral head and the resulting pain. No screws remained in the patient. The patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a removal surgery for the fns to perform a tha revision procedure. The primary surgery was performed on (B)(6) 2022. When removing the locking screw in question, it was too stiff to turn. The screwdriver (non-jj product) was used, and the screwdriver tip broke. The tip remained in the screw head, so that a carbide drill was used to drill out the screw head. The plate was removed, and the broken screw was removed with a small chisel and the hospital-owned extraction forceps. The surgeon confirmed that no metal shavings and the broken screws remained by direct observation and image. Subsequently, a tha procedure was performed. The surgery was completed successfully within 30 minutes delay. (B)(4) are involved with the same event. (B)(4) (non-jj product): screwdriver. (B)(4) (synthes): fns plate and locking screw. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history lot part/lot combination doesn't match, therefore the DHR could not be completed. If the device is returned or the lot number is confirmed the DHR will be revisited. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.